Manufacturer narrative:
Other text: no product was returned. The investigation could not determine a root cause. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the cassette would not fully connect with the pump. A different pump was used and connection to the cassette was successful. Per the reporter, treatment was delayed but the issue was resolved, and the pump system was up and running. There were no patient adverse effects. The device was not to be returned to the manufacturer.